Event description:
Customer reported that they had to perform a second procedure to remove broken tubing from the patient's sinus a week after the first procedure. The customer indicated that they replaced it with a similar product and the patient had no further problems. No additional information is available for further investigation.

Manufacturer narrative:
The contact returned a clean, partial part (4") of c-flex tubing that has a pinch mark at the bottom part of the tubing. The cause of the component breakage is indeterminate.